Event description:
Event description guidant received information that this device has stored episodes of false ventricular tachycadia. The episodes indicate a ventricular sensed event right after a ventricular pace. This may be due to ventricular loss of capture.